Event description:
It was reported that the right ventricular (rv) lead threshold had increased over time to the point where the ventricular output had been programmed to 7.5 volts. It was noted that the rv lead was connected to another lead using an adaptor to make a bipolar lead. Also there was a lead warning for the rv lead having low impedance. It was also reported that the device would auto ID but would not interrogate. Different programmers and doubling up the magnets were tried but got the same result. The device was eventually able to interrogate up to 40% and the lead warning was observed and after clearing the warning the device was able to be fully interrogated. The rv lead was capped and a chronic rv lead was remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant products: 5071-35 x2, implantable pacing leads, (B)(6) 2013; 5833-38m, adaptor, (B)(6) 2013. (B)(4).